Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that shock delivery issue in dfm100 with pads. Patient involvement information is currently unknown, but no adverse event. We are considering this to be a serious injury because it is not known if the patient procedure was life-saving therapy nor if the treatment was interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that device had shock delivery issue with pads. Device was in clinical use at time of event, no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.